Event description:
It was reported that noise was observed on the lead due interference with a competitors lead. The pacing/sensing portion of the lead was precapped during implant and the defibrillation portion remains in service. No revision is planned due to the patients age. The lead remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.